Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-23 information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they are still in the hospital because they are in pain. Caller stated they had to come back to the hospital on friday and put the device back in on sunday and no one came to them or attempted to call them concerning programming. Caller added that their legs are swollen twice the size and they know that the implant could have something to do with that. Caller noted that they can tell the stimulation is on but when they cough, it burns in their leg. The patient was redirected to their healthcare provider to further address the issue and page a manufacturer representative. No device issues were reported. On 2025-may-20, the pt was contacted to try and obtain clarification on the timeline of events and the reported hospitalizations. The pt explained their previous ins had gone dead due to normal battery depletion before / around the time of covid, so it needed to be replaced. The pt needed a back surgery to put in spinal hardware on (B)(6) 2025 and the old ins was going to be replaced with an upgraded version of the non-rechargeable ins while they were having the back surgery to put the spinal hardware in. The pt was hospitalized from (B)(6) 2025 thru (B)(6) 2025 for pain from the back surgery to put the spinal hardware in. The pt was discharged on (B)(6) 2025 and they went home feeling fine; everything was good. Then, on (B)(6) 2025, the pt started experiencing incontinence issues and very low blood pressure, so they called an ambulance and went to the emergency room where they received saline "with a boost" and had a CT scan, which identified gall stones. The pt confirmed the gall stones was something they were aware of and have had for about 10 years. The pt was in the ER for 26 hours and then transferred to another hospital where they were hospitalized for about a week and treated 3x a day with antibiotics for an infection. The pt also had swelling in their feet and legs. They tried taking lasix, but the swelling did not go down. They then called mdt on (B)(6) 2025 to get assistance with turning the ins off to see if the ins could be contributing to the swelling. They said after turning the ins off overnight, the swelling did not improve, so they think the swelling was from water retention as a result of the back surgery on (B)(6). The pt explained that the burning in their leg was more like a zap or short shock that occurred when they coughed. They tried getting ahold of their doctor, and when the doctor's office contacted them the shocking/zapping/burning had stopped / been resolved. The pt did not know the cause of the shocking/zapping/burning. The pt confirmed the doctor has not alleged or suggested that any of the reported issues were related to their mdt device/therapy. The pt confirmed the device was programmed when they were being hospitalized from (B)(6) 2025 thru around (B)(6) 2025 and the device is working fine. The pt confirmed the burning/shocking/zapping, the infection and the swelling in their feet and legs have all resolved.